Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Equipment was returned to olympus without completing reprocessing at the facility, foreign material remained in the air and water nozzles. The detection method is described in the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flushing channel of the gastrointestinal videoscope was not continuous and the processing machine reported high pressure. The event occurred during reprocessing. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the air/water nozzle blocked with foreign debris from previous procedures. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The returned device was evaluated and the customer allegation of "flushing channel not continuous" was confirmed due to clogged nozzle. Additionally, it was noted that the grip had a scratch. The suction cylinder had no color. The scope cover was shaved. Due to the wear of angle wire, the play of the up/down knob was out of the standard value. Due to the wear of the angle wire, the play of the right/left knob was out of the standard value. Due to angle wire, bending angle in the upward direction did not meet the standard value. Due to wear of the angle wire, bending angle in the down direction did not meet the standard value. Due to wear of the angle wire, bending angle in the left direction did not meet the standard value. Due to wear of the angle, bending angle in the right direction did not meet the standard value. The plastic distal end cover was shaved. The adhesive on the bending section cover was detached. The video cable buckled. The video connector had a scratch. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.